Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer has high blood glucose of 538mg/dl. The customer is unable to calibrate, pump continued alarming. The customer was advised to monitor the pump and will call back if he has any issues. The customer was also advised to contact their health care provider about his highs going all over the place. The customer tried to treat with bolus, but after several attempts he finally was able to get insulin from his pump to treat. A self-test was completed to rule out any other issues. The customer declined to troubleshoot. The customer stated he will call back.